Event description:
On (B)(6) 2025 it was reported that this peritoneal dialysis (pd) patient was hospitalized due to peritonitis. The pd catheter (not a fresenius product) was removed, and the patient is completing home hemodialysis (hd). Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2025. No symptoms were provided. The patient was diagnosed with peritonitis. A pd culture was obtained and resulted positive for pseudomonas aeruginosa. The patient was administered antibiotic therapy (drug, dose, route, frequency, and duration, unknown). The patient¿s pd catheter was removed. The patient was transitioned to back-up hd until he completes recovery. The patient was discharged on (B)(6) 2025. The patient is completing home hd. The return date to pd therapy is unknown. The cause of the peritonitis event was attributed to a breach in aseptic technique by the patient. The patient did not wear gloves or a mask during treatment set-up. The patient was re-cultured on (B)(6)2025 which was negative for growth. No further information was provided.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis and utilizing the liberty cycler set and the patient event of peritonitis with hospitalization, pd catheter removal, and transition to temporary hd. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the cycler set. Additionally, there is no allegation of a liberty cycler set defect reported for this event. The cause of the patient¿s peritonitis was attributed to a breach in his aseptic technique with no gloves or mask used for treatment. Based on the available information and no allegation of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 20/mar/2025, it was reported that this peritoneal dialysis (pd) patient was hospitalized due to peritonitis. The pd catheter (not a fresenius product) was removed, and the patient is completing home hemodialysis (hd). Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2025. No symptoms were provided. The patient was diagnosed with peritonitis. A pd culture was obtained and resulted positive for pseudomonas aeruginosa. The patient was administered antibiotic therapy (drug, dose, route, frequency, and duration, unknown). The patient¿s pd catheter was removed. The patient was transitioned to back-up hd until he completes recovery. The patient was discharged on (B)(6) 2025. The patient is completing home hd. The return date to pd therapy is unknown. The cause of the peritonitis event was attributed to a breach in aseptic technique by the patient. The patient did not wear gloves or a mask during treatment set-up. The patient was re-cultured on (B)(6) 2025 which was negative for growth. No further information was provided.